Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) concluded that the reported event may have been caused by the inability to communicate between the video system center and the camera head due to a broken camera cable. Omsc checked the device history record and found no abnormalities on the device. Therefore, the disconnection of the camera cable may have been caused by the user's handling. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the endoscopic image was not displayed and the monitor screen was black. The reported event appeared to be caused by the broken camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the device was not displayed on the monitor. There was no report of patient injury associated with the event.